Event description:
Per (B)(6). "I was prepping a medrad contrast syringe with 100 ml's of visipaque 320 and 50 ml's of nacl. As I was priming the injector tube with the solutions I noticed an artifact in the tube and immediately removed the who (disposable) unit from the injector, syringe, tubing and solution. Gave it to my manager (B)(6), along with original packaging that could be found." No pt was in the room during this preparation and faulty device was removed and replaced with a new device. Device is disposable and remaining supply was inspected for defect by (B)(6).